Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir and the units left in reservoir matched the units left on the status screen. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 52 mg/dl at the time of incident. The customer's blood glucose was 33 mg/dl at the time of hospitalization. The customer stated that they were given sugar water to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the reservoir was showing the less amount of insulin than shown on the status screen. The customer stated that there was issue with over delivering. The customer declined to troubleshoot for low blood glucose. The insulin pump will be returned for analysis.